Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during a procedure performed on (B)(6) 2021. During the procedure, the sponge from the biopsy cap was dislodged and blocked the scope. A water soluble lubricant was applied on the biopsy cap prior to use. Once the scope was removed from the patient, the sponge was removed by brushing. Reportedly, the procedure was not completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.